Manufacturer narrative:
(B)(4). Visual, functional, and dimensional inspection could not be performed as no sample was returned by the customer for investigation. No lot number was provided by the customer for investigation. A DHR review was performed on lot number 23f14j1061 from sales history. A DHR review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the info provided and without a sample. Complaint verification testing could not be performed as no sample was returned for investigation. No lot number was provided. However, a DHR review was performed based on a sales history lot number. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential root cause could not be determined based upon the info provided and without a sample. Note: additional info from facility requested. No updated info available at the time of this report.

Event description:
The customer reports that the catheter broke off inside the pt. The issue occurred during the removal of the catheter. A resident was the person removing the catheter when the incident occurred. The customer also indicates that a piece of the device is still in the pt. The facility wanted to undergo an MRI to determine the best course of action to take to remove the broken piece.